Event description:
Updated summary: customer reported a21 and a17 alarms and the pump passed self and displacement test and the product model has changed to mmt-754wws.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, b1 (checked malfunction) and h1 (changed from serious injury to malfunction) with this report. Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_paradigm to mmt-754wws as per new additional information and updated in section d1/d2a/d2b/d3 and d4. Additional information has been received which was not included in the initial report. The information has been provided in section h6 medical device problem codes (1057 and 2903) has been replaced with 2993 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with no alleged device deficiency on the pump. The customer reported hypoglycemia, had an emergency room visit, was hospitalized and was treated with others. The event involved product(s) unk_paradigm. Troubleshooting confirmed that the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_paradigm.